Manufacturer narrative:
The insulin pump passed the displacement test and the reset error test. The insulin pump was monitored and functioned properly and no error alarms were noted during testing. However, alarms were noted in the alarm history due to a corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer was off of insulin pump for one year. Once customer began to wear insulin pump, (B)(4) could not be uploaded; it stopped at eighteen percent. Customer also received three (B)(6) anomaly alarms, a signal too low alarm, and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced due to receiving a (B)(6) anomaly alarm three times. Customer's blood glucose was unknown. No further information provided.